Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead right atrial (ra) lead was unable to be successfully implanted due to product performance issue. At this time there is no further information available. There is no evidence of adverse patient effects.